Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fractionated of inspired oxygen (fio2) was ten to fifteen percent different on the electronic pt gas system (epgs) from another reference device. As a result, an alternate device was employed. The surgical procedure was competed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per clinical review on (B)(4) 2013: during cpb, it was observed that the fio2 set point was 10-15% different then the measured fio2 that was displayed on the central control monitor (ccm). The perfusionist (ccp) also noticed the word cal was displayed on the ccm below the measured fio2 icon. It is not known (by ccp) if the initial calibration of the epgs has analyzer failed, or if the calibration passed and later fell out of calibration. According to the ccp, the sliders for gas control were still able to be used (during this period) and blood gas values (per the blood parameter monitor (bpm)/cdi 500 and lab analysis) were adequate. The pt was able to be adequately ventilated as gas flow / fio2 was adequately provided to the oxygenator. The ccp elected to repeat the calibration of the epgs (during cpb) and the repeat calibration was successful. No pt clinical issues observed during the calibration. After the repeat calibration passed, the measured and set point fio2 levels were closely matched. These events did not delay the actual surgical procedure. The procedure was completed successfully with no associated blood loss. There was no change out of any devices and no harm was observed or reported.